Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampax break inside- vagina [foreign body in reproductive tract] . Tampax break [device breakage]. Pain- vaginal [vulvovaginal pain] . Felt a sharp pain and (couldn't pull it out)- tampax [medical device site pain]. Couldn't pull it out due to cotton being broken [complication of device removal]. It was difficult to remove- tampon [device difficult to use]. Uncomfortable - vagina [vulvovaginal discomfort]. Tampon uncomfortable [medical device site discomfort]. Case narrative: consumer reported via e-mail that the tampon broke inside of her. No serious injury reported.

Event description:
Tampax break inside- vagina [foreign body in reproductive tract] tampax break [device breakage] pain- vaginal [vulvovaginal pain] felt a sharp pain and (couldn't pull it out)- tampax [medical device site pain] couldn't pull it out due to cotton being broken [complication of device removal] it was difficult to remove- tampon [device difficult to use] uncomfortable - vagina [vulvovaginal discomfort] tampon uncomfortable [medical device site discomfort] case narrative: consumer reported via e-mail that the tampon broke inside of her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampax break inside- vagina [foreign body in reproductive tract] tampax break [device breakage] pain- vaginal [vulvovaginal pain] felt a sharp pain and (couldn't pull it out)- tampax [medical device site pain] couldn't pull it out due to cotton being broken [complication of device removal] it was difficult to remove- tampon [device difficult to use] uncomfortable - vagina [vulvovaginal discomfort] tampon uncomfortable [medical device site discomfort] case narrative: consumer reported via e-mail that the tampon broke inside of her. No serious injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on (B)(6) 2022.